Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown pins. When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the pins on the distal cutting block got stuck and were difficult to remove. The other cutting block from the kit was used and the case completed.

Manufacturer narrative:
An event regarding unfluted pins seizing in a distal resection guide was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed and confirmed that the pins were jammed in the resection guide holes. Conclusions: the investigation concluded that the pins were jammed in the distal resection guide.

Event description:
It was reported that the pins on the distal cutting block got stuck and were difficult to remove. The other cutting block from the kit was used and the case completed.